Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was 225 mg/dl at the time of the incident. The leak was past the second o-ring. The customer stated that there is fluid in the reservoir compartment. The customer was assisted with the self-test and it passed. The reservoir will not be returned for analysis.